Manufacturer narrative:
Nuvasive ref: (B)(4). Radiographs were received and confirmed the event. The explanted prosthetic device has been returned. The device history records were reviewed and there were no notes of material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure.

Event description:
A (B)(6) yr old male underwent an anterior cervical discectomy receiving a prosthesis implant at level c5-6 on (B)(6) 2014. During 3 month routine f/u, it was noted that the prosthesis had migrated anteriorly around (B)(6) 2014. A revision surgery reportedly occurred on (B)(6) 2014. The prosthesis was removed and the pt received an interbody device as a continued fusion therapy.